Manufacturer narrative:
A bci field service engineer visited and observed no issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report hardware leak failures. The customer was troubleshooting the instrument for non dry cuvette before reagent inject and reagent subsystem motion errors. Primary technician left the lab for a break and another technician home the system without putting wash station back on. The wash station splashed, however, since the upper lid was down during the event, no one had contact with fluid.